Event description:
Plate was implanted on 5/22/01 for a distal radius fracture of the right wrist with shaft extension, with pro-osteon bone graft and additional interfragmentary lag screw and repair of superficial nerve brach of the right wrist. Plate broke between 7/12/01 and 8/16/01 and was removed on 8/29/01.

Event description:
A distal radius plate implanted in 2001, broke 2 months post-operative and was removed in 2001.